Manufacturer narrative:
The reported event of device delivering therapy for the diagnosed ventricular tachycardia episode was confirmed. The device behaved as required for the presented rhythm and programmed discriminators settings.

Event description:
During an in-clinic follow-up, an episode of inappropriate shock due to a misinterpreted atrial fibrillation was observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.